Event description:
It was reported that the user received back injections for pain management and subsequently experienced elevated blood glucose while using the ilet; the user stated the ilet ultimately corrected the glucose and returned it to range. Symptoms included hyperglycemia along with nausea and shaking or tremors. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no specific device problem and no device component implicated, with insufficient information available to identify a device-specific issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.